Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap cracked/damaged, keypad/button unresponsive/button error, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported battery cap damaged. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. It was unknown whether customer will continue or discontinue to use the device.

Manufacturer narrative:
Unit received with battery cap and retainer ring damage. Pump passed displacement test and self-test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit was successfully download using thus software. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that no relevant alarm were recorded in download history files. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. During visual inspection under microscope dried insulin was noted on the motor slide and moisture damage found on pcba 1 and motor assembly. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. Unit also received with dried insulin - motor slide, battery cap contact missing, missing display window/cover, cracked keypad overlay, pillowing keypad overlay, cracked case, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, broken belt clip rails, label damage (faded and stained), cracked retainer and reservoir tube cracked. In conclusion, customer concern with keypad/button unresponsive was not confirmed. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. Battery cap damage was confirmed due to missing metal stake and contact dots on original battery cap. Cosmetic damage was confirmed at the battery compartment when broken belt clip rails, cracked case, cracked battery tube case and cracked case corner of belt clip rails were noted. Retainer ring damage was confirmed due to cracked clear retainer and cracked reservoir tube, pump exposed to moisture was confirmed on pcba 1 and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.